Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 1.6; reference: 2.8; mean: 2.20; confidence limits: 1.4-3.1; 1.5 and 1.7 inr are excluded from comparison test since time of test exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: customer was taking lovenox and pain medication. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." As of (B) (6) 2010, 17 discrepant result complaints were reported for lot # 216973 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Pt is waiting to have heart surgery and has been taking lovenox for several days. Pt was in the hosp for a fib and had an optical stroke in her left eye. While in the hosp, she received a shot of morphine and reported that she had bruising and bleeding. Lab inr was taken while in the hosp, inratio results were taken at home.